Event description:
Boston scientific received information that this system was exhibiting high out of range (oor) pacing impedance of greater than 3,000 ohms on the atrial channel. A fracture of the atrial lead was suspected; however, it could not be confirmed. The device had previously been programmed to vvi mode due to the oor measurements. Recently, the physician elected explant the device and surgically abandon the atrial lead. A new single chamber device was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.